Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The insulin pump had cracked battery tube thread, a cracked case window at the display corners, and a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was trying to replace the reservoir in the insulin pump and is receiving a compromised force sensor system alarm. Customer's blood glucose is 3.9 mmol/l. Customer was advised to disconnect from the insulin pump. Customer was advised to treat as per health care provider's instructions. Customer does have a manual injection. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the alarm occurred 3 times today. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.